Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of the clip would not disengage.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, when deploying the clip, it did not disengage from the push wire. As a result, the clip was removed. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event.